Event description:
Pt reports; eyes hurt, burning and red. Pt saw a doctor in (B)(6) and was prescribed drops and told he had a burn to his cornea. The pt states that about 3-4 hours after inserting his contacts he experienced blurry vision. Irritation began in about 4-5 days into wearing contacts. Eventually the irritation progressed to a burning sensation in both eyes. Pt saw a doctor who diagnosed as a burn and prescribed drops. Pt also went to a hospital in (B)(6) where they flushed his eyes with h2o.

Manufacturer narrative:
This report is linked with (B)(4); 9614392-2011-00179. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.